Manufacturer narrative:
Additional data: d4, d9, h3, h4. Corrected data: g1. H6 coding has been updated to reflect completion of the investigation.

Event description:
No new information.

Event description:
It was reported that the tip of an aleutian tlif ii straight inserter inner shaft fractured off intra-operatively during cage insertion. The procedure was completed successfully with no surgical delay and no adverse consequences to the patient.

Event description:
No new information.

Manufacturer narrative:
H6: coding has been updated to reflect completion of the investigation.